Event description:
Customer reported that priming was completed successfully prior to the surgery. Following to ccc (continuous curvilinear capsulorrhexis), it failed to vacuum the surface epithelium at all, and error 503 (low vacuum error) occurred. The customer rebooted the system and replaced the tubing pack; however, the issue was not resolved. The customer found that the pump was rotating backward. Despite replacing a few tubing packs and using six bottles of bss (balanced salt solution), the issue was not resolved. The surgery was discontinued on the day. The next day, ((B)(6) 2013), the surgery was performed with a substitute signature console and successfully completed. No patient injury reported.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
(B)(4) - delay in completion of surgery. Manufacturing year - 2006. Account reported there was no patient injury however, there was a significant delay in completing the procedure. A field service engineer (fse) attended the operation the next day ((B)(6) 2013). The fse checked the sovereign console in question at the customer site, but the machine was working as expected. No problem was found.

Manufacturer narrative:
All pertinent information available to abbott medical optics at this time has been submitted.